Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek inrange meter with serial number (B)(4) when consecutive testing was performed on the meter. The reporter also received an unknown error from the meter which reportedly had something to do with heat prior to testing on the meter. The initial result was 4.2 inr. The repeat meter result was 2.5 inr. The reporter deemed the repeat result correct and reported it because the patient "had been high" and the dose was decreased then. The therapeutic range is 2.0-3.0 inr and the interval of testing is twice a week.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using a high-level control sample. Testing results (qc range = 4.1¿ 6.8 inr): qc 1: 5.1 inr; qc 2: 5.2 inr; qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.  Occupation: patient/consumer.